Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a cholecystectomy, the endoclip (5mm) could not be removed from the trocar therefore the trocar (5mm)was broken. Information regarding gender, age or weight of the patient was not provided by the customer. The patient is currently stable. No tissue damage. No tissue or blood loss. Procedure time was extended and was necessary to use another trocar (5mm) and endoclip (5mm) to finish the procedure.

Event description:
Additional information received by the account: the cannula tip broke. The seal was damaged. One clip fall into the cavity of the patient and was retrieved with a clamp. The surgical time was extended by the length of time is unknown. There was no adverse event reported. The patient is stable and released from the hospital.